Event description:
It was reported the patient underwent device explant due to never having therapeutic effect (did not help her pain) and poor service. The patient was told the "leads were never secure and there was a lot of scar tissue." Additional information received indicated the patient initially had good coverage. The patient's pain returned. The hcp took x-rays which indicated the percutaneous leads had migrated. The hcp decided to explant and use a different type of lead and another manufacturer's device. The new device was providing pain relief.

Manufacturer narrative:
(B) (4).